Manufacturer narrative:
H6: device code 1494: off-label use (acd < 3.0mm). B5: the reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -12.00/2.0/084 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens was exchanged with a shorter length lens due to excessive vaulting and significant reduction of irido-corneal angles on (B)(6) 2021. This resolved the problem.cause of the event is reported as unknown. Claim # (B)(4).

Manufacturer narrative:
Weight- unk. Ethnicity- unk. Race- unk. Date rec¿d by MFR- this product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -12.00/2.0/084 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens was exchanged with a shorter length lens due to excessive vault on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown.